Event description:
It was reported that after a percutaneous interventional procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after fully advancing the knot to the vessel, bleeding continued. A non-abbott mechanical compression device was used to fully achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified.